Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3309 showed four similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported by healthcare professional"we have been using your product, the powerglide pro midline catheter, for a year now. This is used for the administration of intravenous medication/fluid/blood collection. Only products suitable for peripheral administration are used for the application. In the last few months, we have had more than five incidents in a short period of time in patients who received a powerglide pro. We have seen a remarkable amount of thrombosis here after only a few days. This has all been demonstrated by ultrasound duplex in radiology. It is striking that the thrombosis can be seen over a distance of 10 cm (= length of the powerglide pro cannula). Because of the thrombosis caused by the powerglide, these patients are now temporarily bound to the use of blood thinners. All powerglides are ultrasound guided. The vein diameter was measured before insertion, with the vene ratio 1:3 being maintained (max. 1/3 of the vessel is filled with cannula). The insertion site differed: in the forearm and upper arm." This report addresses the second of five devices.